Manufacturer narrative:
The device was discarded by the end-user after the initial surgical procedure. The device will not be returned to conmed corporation for confirmation of failure or confirmation of conmed product. When a quality engineering investigation of the reported incident is completed a supplemental report will be submitted.

Event description:
It was reported to conmed that, "in this instance, lap cholecystectomy - device worked fine or satisfactory, procedure was concluded and patient was brought back due to a bio leak, a cystic duct stump bio leak. Which would be result of dropped or migrated clip and had to have an ercp (endoscopic retrograde cholangiopancreatography) and drain. Drain came out just yesterday, (B)(4), patient is fine. Exact date of incident unknown, in august".

Manufacturer narrative:
The reflex elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. A DHR/lhr, device history record/lot history record, review was not possible as the lot number for this product has not been made available. With past investigations, by not fully squeezing the trigger of the clip applier device, conmed was able to demonstrate incomplete closure of the clips as experienced in the reported incident. This type of failure is mitigated by functional testing and visual inspection in manufacturing production. During production on every device, the first clip is fired and inspected for poor closure and for possible scissoring of the clip. The second clip is fired and measured to verify proper width, as well as the resulting eye gap is measured with a microscope. The dfu, directions for use, also mitigates the associated risk by instructing to , "squeeze the trigger firmly until it stops. As the trigger is closed, the clip is held by the jaws and closes around the tissue or vessel. Note: failure to completely close the trigger could result in incomplete clip closure and possible compromise hemostasis." The dfu also cautions the end-user to, "inspect the ligation site to ensure proper application and that hemostasis has been achieved." The customer complaint cannot be conclusively confirmed since the device in question is not available for review. Without evaluating the suspected sample a conclusive determination of root cause cannot be made. The probable root cause of this reported failure mode is incomplete closure of the trigger of the device, i.e., not firmly / fully squeezing the trigger. This complaint investigation has not conclusively identified any manufacturing related defects; therefore, corrective action is not recommended at this time. Conmed is considering this complaint closed.